Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer did not return the device for evaluation; the customer removed and returned the suspect front panel membrane. The malfunction was duplicated and attributed to high contact resistance within the front panel membrane. Analysis for reports of this type has not identified an increase in trend.